Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the v-cutter tip broke off while in the pt's leg. While advancing up the tunnel, the operator felt a "snag" along the tunnel wall. A piece of the device separated as it was being removed from the leg. The broken piece of the v-cutter was seen on the monitor. Continuing with endoscopic view, a stab incision was made in the leg to retrieve the broken piece. It was identified that the broken piece was removed. The operation was continued with a replacement vsp550 (there was a 3 minute delay to remove the object and replace the device).